Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and complex reg pain syndrome type ii. It was reported that the 2006 stimulator (ins) turned itself on/off and that was the reason for replacing the ins.